Event description:
Procedure: stress urinary incontinence. According tot he reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).